Event description:
It was reported that a four vessel, beating heart coronary artery bypass graft (CABG) procedure was performed on this patient, with tissue stabilization achieved using a medtronic octopus ii. During the procedure the surgeon noted the development of a perforation in the posterior side of the right atrium. The surgeon repaired the perforation surgically with a suture stitch, and the procedure was subsequently completed uneventfully. The patient was reported to have recovered normally following the surgery and is reportedly doing well.